Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was found to have a tear. Fluid was observed exiting the tear during a leak test. It could not be determined when the tear occurred or if it contributed to the pod failing to deliver insulin. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose to 22 mmol/l (396 mg/dl), while wearing the pod between 5 and 24 hours.